Manufacturer narrative:
During testing, an error 1 sub code 5 was immediately emitted upon powering on the meter. The pump and meter could not be paired due to the inability to clear the error message. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error 1 issue. It was reported that the error 1 was unable to clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.